Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Synergy ous mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the proximal stent rows with stent struts lifted and pushed distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.